Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 68 mg/dl at 11:34 p.m. (System 1), 37 mg/dl at 11:41 p.m. (System 2), 42 mg/dl at 11:45 p.m. (System 2), 48 mg/dl at 11:47 p.m. (System 2), 68 mg/dl at 11:50 p.m. (System 2), 68 mg/dl at 11:50 p.m. (System 1), and 88 mg/dl (unknown if system 1 or system 2). No adverse event reported. The same test strip lot number was used for both meters and results. Return of the suspect device was requested for evaluation.